Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse pt effects were reported. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2012, the customer reported that this right atrial (ra) lead was oversensing due to suspected insulation breakdown. The lead was capped and successfully replaced. No adverse pt effects were reported. The lead was actively implanted for approximately 12 yrs, 8 months.